Manufacturer narrative:
Confirmed; bearing failure.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a slight delay to exchange devices and the procedure was completed successfully.